Event description:
On (B) (6) 2008, the sales rep reported that the driver was worn from excessive use. Add'l info received on (B) (6) 2008, evaluation of the returned instrument identified that the driver tip are flared. The prongs do not mate to the screw head. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Results of device history record review indicated that product met specifications. Visual examination shows that prong tips severely splayed/flared. The most likely cause is user error when driver is use in an off-axis position. The surgical technique precautions were clarified related to using the driver for hardware removal in (B) (6) 2007. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.